Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the catheter's reservoir was installed, it leaked and completely fell apart under the subcutaneous tissue. It was necessary to completely remove it and reinstalled a new one. There were patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
D9: date returned to mfg; 12/23/2024. Device evaluation: one device and three photos were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection and functional testing performed during analysis. The images showed the housing was separated from the port upon removal from the patient. The customer reported complaint was confirmed due to the observation of the separation on the port. The probable cause is a welding error.